Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced discomfort on the left side of the abdomen, severe and consistent discomfort and pain in his groin area, and a limp. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/12/2021.